Manufacturer narrative:
(B)(6).

Event description:
It was reported that t2 could not be deployed. No significant delay or patient injury reported.

Manufacturer narrative:
Two 72202468 fast-fix 360 curved needle delivery system devices returned. The complaint stated: ¿as reported: knee ask, second deploy doesn't eject.¿ a second complaint was opened for the second device. The first device had t1, t2 and suture returned but separated from the delivery needle. There is no obvious bend, bow or twist of the needle. Functional test confirms that the device cycles and actuates. No mechanical problem was found with the device returned. This device does not display any apparent user factor into the failure.